Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found unresponsive in his home and unable to be resuscitated in the emergency room. Log file analysis displayed multiple strings of low flows on (B)(6) 2022 between 8:38 am - 11:53 am where the low flow estimator dropped below 2.5 lpm. There was also a driveline disconnect alarm on (B)(6) 2022 at 12:36 pm where the driveline was disconnected from the controller following death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. In addition, evaluation of the submitted log file confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted controller event log file captured low flow events on 18mar2022. A driveline disconnect was also captured at the end of the file on 18mar2022. No other notable events were captured, and the pump appeared to operate as intended above the low speed limit while the driveline was connected. It was later reported that the driveline was disconnected when the patient was pronounced deceased, and the cause of death was unknown. The device reportedly operated as expected, and the death was not considered to be device related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.